Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI: (B)(4). The philips field service engineer replaced the battery and the issue was resolved.

Event description:
It was reported that the unit had a battery failure. There was no patient involvement. The event date was not specified; estimate used.